Manufacturer narrative:
A sample device was not returned for analysis. The shunt remains implanted. Since no sample was returned, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one other complaint reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one week after a glaucoma filtering shunt was implanted, the anterior chamber of the eye was shallow. The surgeon suspected that the shallow chamber was due to the natural lens of eye, so a week later, he removed lens material and put in an intraocular lens (iol). Two weeks after iol was implanted, patient's intraocular pressure was greatly increased and anterior chamber was more shallow. Two glaucoma medication eyedrops were prescribed. Seven weeks post initial shunt implantation, patient was hospitalized and an additional shunt was implanted. Five days later surgeon reported that event was non-serious and patient was noted to be recovering. Additional information was requested.